Event description:
PICC placed in pt's right arm. The next day a nurse drew blood from the catheter. The catheter was flushed, but it was leaking at the site. IV therapist called and found the outer connector/hub was taped securely in place but catheter was not visible. Chest x-ray was done which showed catheter to be in proper placement internally but disconnected from the hub. Catheter retrieved by interventional radiology under fluoro.